Event description:
It was reported that pump experienced malfunction after it might have gotten wet. The customer could not confirm the fault ID because the pump turned off. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.